Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered inappropriate therapy for one episode of atrial fibrillation (af) with rapid ventricular response (rvr). As a result, the patient received 9 bursts of anti-tachycardia pacing (atp) and 3 shocks. The patient referred to have been admitted to the hospital after the shocks. Technical services (ts) reviewed the reports with the clinician. The patient is continuing to be monitored. The device remains in service. No additional adverse patient effects were reported.